Manufacturer narrative:
The pump was received with a cracked case. The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, self test, active current measurement and sleep current measurement. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no failed battery alert/battery failed alarm or battery related alarms/alerts recorded in the formatted history file on or before the event date of 25-aug-2025. No unexpected failed battery alert/battery failed alarm noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 25-aug-2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: 08/21/2025 17:27:12.000, 08/21/2025 19:27:13.000. 08/22/2025 01:57:12.000, 08/22/2025 04:07:14.000. Sgcalibrationerror (776) was found on: . 08/21/2025 22:05:01.000. Sgcalibrationerror2 (838) was found on: 08/22/2025 03:19:54.000. 08/22/2025 07:10:38.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (24.26 mv). The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the case of the pump during analysis. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump had cracks, the pump was rejecting the new batteries, and generated random no insulin delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-332a, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.